Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician attempted to deploy one integrity (3.00mm x 18mm) bare metal stent. Target lesion is unknown. It was reported that stent failed to cross the lesion and stent was damaged during procedure. No patient complications were reported.

Manufacturer narrative:
Results: root cause cannot be determined based on limited information received, deformation problem. Conclusions: root cause cannot be determined based on limited information received.

Event description:
Evaluation summary: the stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. Multiple struts from the 1st distal stent segment were raised and deformed.